Event description:
The reporter stated that the surgeon had to explant a visian icl (implantable collamer lens model micl 13.2 due to an exccessive vaulting of the lens the patients iop was elevated due to a narrowingof the angle which resulted in a shallowing of the anterior chamber depth. The patient's visual acuity was decreased. The surgeon exchanged the lens with a shorter micl lens.